Event description:
It was reported that patient faced cannula issue as the cannula was found bent on (B)(6) 2026. The patient had high blood glucose level which was treated with correction injection via multiple daily injection (mdi). The patient faced the cannula issue with about ten infusion sets over past three months.

Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.